Manufacturer narrative:
The reported event of a communication issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication and subsequent clinically significant delay in procedure could not be conclusively determined.

Event description:
Related manufacturing ref: 2184149-2020-00171. During a left sided accessory pathway ablation procedure, a "catheter not connected" error message displayed with a reused ablation catheter and cable causing a significant delay in procedure. 30 minutes into the procedure, a successful ablation was performed but the error message displayed and the generator reset. The conduction reappeared so ablation was attempted again and following ablation the same error appeared. The connector cables were replaced and the procedure was completed successfully. There were no adverse consequences to the patient due to the delay.